Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported invalid results with ID now covid-19 on (B)(6) 2023. Per the customer, the patient's treatment was delayed while the patient was at the ER for shortness of breath. They could not get a valid covid test, so the ER department just proceeded with treating the customer. A communication attempt was made to gather additional information, but the customer was not provided additional information. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1099966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number kit part number 192-000 / lot 1099966 and test base part number 192-430 / lot 1099966. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked. D4: serial # h3 other text : device discarded, single use.

Event description:
The customer reported invalid results with ID now covid-19 on (B)(6) 2023. Per the customer, the patient's treatment was delayed while the patient was at the ER for shortness of breath. They could not get a valid covid test, so the ER department just proceeded with treating the customer. A communication attempt was made to gather additional information, but the customer was not provided additional information. No additional patient information, including treatment and outcome, was provided.